Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. Issue occurred prior to call to technical support and was resolved. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging.